Event description:
It was reported that during a laparoscopic sleeve gastrectomy on the third firing with a blue reload midway the device lost power. The home button would not work so the manual override was used to remove the device. A new device was used to complete the case with no patient consequences. Seamguard was used for buttressing.

Manufacturer narrative:
(B)(4) date sent: 12/15/2023 d4: batch # 198c00 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with a dent in the nozzle and with a gst60b reload present. The reload was received partially fired 5/8. A clicking noise when closing was noted, it is possibly the anvil interfering with the knife. The manual override feature had been used and was reset to test the functionality of the device. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. A software error was found that caused the device to disable firing and articulation functions to prevent unintended operation of the device that could inadvertently harm the patient. The device can recover from this state by reinserting the battery. Based on the information currently available, a product issue was identified during the investigation of the sample received. The condition noted on the event log has been correlated to the design. The damage to the nozzle is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review a manufacturing record evaluation was performed for the finished device batch number 198c00, and no non-conformances were identified. Additional information was requested and the following was obtained: troubleshooting during the event was pressing the home button and it did not work, then the manual override was used to open the device. That is how the device was removed.